Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor was worn. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and rising and high thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. It was also noted the patient is an alleged "twiddler". The leads were cut and partially explanted and replaced. No further patient complications have been reported as a result of this event.